Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the pacemaker was found in back up vvi mode due to suspected electromagnetic interference. The event was resolved successfully with device reprogramming. The patient's condition was stable.